Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant procedure the patient developed pseudoaneurysm with arteriovenous fistula of the right femoral artery. This occurred at the introducer insertion site and was diagnosed by ultrasound. Pressure was applied to the right groin and the patient's hospitalization was prolonged. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported medication was given and there was excision of pseudoaneurysm and closure of arterio-venosus fistula in the right groin. It was also further reported the patient experienced pain and the wound healing was impaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.